Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with heavy calcification. Pre-dilatation was performed and the 2.75 x 23 mm xience v stent was implanted; however, a distal edge dissection occurred. The dissection was treated with a 2.75 x 23 mm xience v stent. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.